Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode migration out of cochlea. In a revision surgery the surgeon suspected that the electrode must have been damaged during previous insertion attempts, and decided to re-implant with a new device. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was postoperatively observed that the electrode was in the mesotympanum. A reposition surgery was initially intended, but during this procedure the surgeon decided to re-implant the patient with a backup device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was postoperatively observed that the electrode was in the mesotympanum. A reposition surgery was initially intended, but during this procedure, the surgeon decided to re-implant the patient with a surgical backup device.